Manufacturer narrative:
(B)(4). The insulin ump was received with the act button unresponsive due to the j2/lcd keypad connector unlocked. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a large crack. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.